Manufacturer narrative:
The system was evaluated by the territory manager. The tm replaced both solenoid spacers and left an additional spacer per the request of the biomed engineer. The system software was updated. The system was tested per and was found to meet alcon specs. No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality assurance will monitor related complaints and will take action for further occurrence as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system error message. Failure to prime. The customer reported that a system error message was displayed several times. Attempts to clear the error message were unsuccessful and the system would not prime. As a result the case was canceled.